Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, injector scratched iol surface. Lens remains implanted. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. One opened company handpiece was returned for evaluation for the report that the injector scratched iol(intraocular lens) surface. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming with bent plunger. A dimensional inspection for plunger position height was performed and was found nonconforming due to when advancing the plunger, the plunger went pass the two inscribed lines before touching the ramp of the gage. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in injector scratched iol surface. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately june 2022. The manufacturer internal reference number is: (B)(4).